Manufacturer narrative:
Pc-(B)(4). Batch # 341a71. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the sw3 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged.

Event description:
It was reported that during a sleeve procedure and when it was time to fire the echelon gst, nothing happened, like if the battery had no life. They tried removing it, reintroduce it, test it, nothing. They opened another psee60a and worked fine, finished the case.

Manufacturer narrative:
(B)(4). Batch # 341a71. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the sw3 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged.

Event description:
It was reported that during a sleeve procedure and when it was time to fire the echelon gst, nothing happened, like if the battery had no life. They tried removing it, reintroduce it, test it, nothing. They opened another psee60a and worked fine, finished the case.